Event description:
Reporter states customer was unresponsive with blood glucose result of 333 mg/dl obtained on the aviva system. Customer was taken to the hospital, and her blood glucose result one hour later on the hospital device was 47 mg/dl. The customer was hospitalized, and it is unknown what type of medical treatment was received. Requested return of suspect device and replacement was sent.